Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported leak on the balloon during preparation. Return of the device may have further aided the analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that during preparation of a 4.0 x 80 mm armada 18 balloon dilatation catheter (bdc), the balloon did not hold negative. There was a hole noted on the balloon. The device was not used and was replaced with another armada 18 bdc. There was no issue removing the protective sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.